Manufacturer narrative:
The surgeon opted to complete the procedure with the use of the c-arm. The software investigation found that a probable cause was unable to be determined since the issue cannot be replicated. The log analysis was inconclusive.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system could not perform 2d fluoro image acquisitions. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.